Manufacturer narrative:
Concomitant medical products: 429688 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent pacing and no capture on the right ventricular (rv) lead with atrial fibrillation (af) and fast ventricular rates at times. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.